Manufacturer narrative:
This report is submitted on august 25, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site, and was treated with an antibiotic ointment (specific date not reported). The implanted device remains.